Event description:
Reporter alleged, customer began experiencing hypoglycemic symptoms after dinner at about 6:30 pm, and customer's glucose measured 94 mg/dl. Paramedics were called and tested customer's glucose at 8:30 pm, where their result was 34 mg/dl compared to a discrepant results of 94 mg/dl on the customer's advantage sys, when testing was performed within <1 min apart. Reporter stated, customer was treated with some type of medication to elevate glucose, however, the type of treatment was not known. Reporter indicated customer was experiencing hypoglycemic symptoms during the time of the testing. No report of other actions or treatment. A request was made for the return of the suspect device and replacement product was sent.